Event description:
A malfunction alarm with code malf 16 was reported, and it was confirmed that no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. As a corrective action, tandem technical support arranged for the pump to be replaced. The customer, aware of how to put the pump into storage mode, acknowledged the instructions and will use multiple daily injections as backup therapy until the replacement pump arrives.